Event description:
On (B)(6) 2009, the patient reported that the adhesive of her infusion sites is not sticking to her skin. She stated that the adhesive will stick for 24 hours or less, and she has to change the infusion site. She stated that she was using bandages to hold the infusion site in place. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.